Event description:
Philips received a complaint from customer reporting a high tidal volume occurred on v200 ventilator. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) reported the breathing ventilation valve / flow sensor may have been faulty and the cause of the issue. The asp confirmed there was no injury resulting from the issue. The customer elected to resolve the issue in-house and declined to share further details regarding corrective action. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.